Event description:
Additional information received reported that the physician decided to withdraw the drug from the pump and put in saline. The patient was given oral meds to counter act any withdrawal issues. The meds will be out of catheter in 23 hours. A dye study will be performed next (B)(6) . The physician did the dye study and found nothing wrong with the pump or catheter. The dye study results showed nothing wrong with the system. The patient would be re-medicated and continue to use the pump. The patient would return to using the pump for her drug intake at her next appointment, currently the pump was still full of saline.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient reported through a company representative that the patient's pain was getting worse. The patient was wondering if the pump was working. There was no information to suspect anything with the pump. There were no reported falls or injuries. A dye study was performed on (B)(6) 2015 to see if the catheter was working. They were unable to aspirate the catheter, and they aborted the dye study. The patient was going to follow up with the health care provider (hcp) in two weeks (from (B)(6) 2015) to discuss their options. Surgical intervention had not occurred. The hcp was undecided on the next step. It may be another two weeks (from (B)(6) 2015) before the patient would see the hcp again. The patient was on the same dose as before. The issues were not resolved at the time of this report. The patient's status at the time of this report was alive with no injury. The patient's outcome was unknown. The indication for use was non-malignant pain. The drug being delivered via the pump was morphine at a concentration of 30mg/ml and a dose of 13m g/day. The lot number was unknown. Follow up has been conducted. If additional information becomes available, the event will be updated.